Manufacturer narrative:
This MDR is related to ge healthcare. The service engineer checked the system, but found no trouble. He checked the connection of all pcb of workstation. He checked all functions and the system worked with no problem.

Event description:
The customer reported that the fluoro image was shaken a little. The fluoro x-ray kv moved up to up limit.